Event description:
It was reported that the during an explant procedure on (B)(6) 2022 the lead broke. As such, the portion of the lead remains implanted. In turn, surgical intervention will be required to remove the remaining portion of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.